Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was found to be damaged and leaking during use on the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Leak testing, clear passage test and clamp function test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.